Event description:
It was reported that a patient presented to clinic for follow up. Fluoroscopic imaging revealed left ventricular (lv) lead dislodgement. The physician elected to explant and replace the lv lead. There were no patient consequences.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.